Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The lot number of the suspected device was unknown. The suspect device was not available for return.

Event description:
Customer reportedly received results of 500 mg/dl and 158 mg/dl within 1 minute on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips are not available to return for evaluation. Replacement product was sent.